Event description:
The customer reported that during syringe module infusion medication was leaking from the male luer and female luer connection of two syringe module IV sets. No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.